Manufacturer narrative:
On 4/3/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none related variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Event description:
Dr reported that the item snapped while using. This file broke first time use during a root canal and piece was retrieved, no harm to patient.